Event description:
On (B)(6) 2011, the pt was being treated emergently for a ruptured abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. Approximately 10 minutes after the physician closed the groin access site, the pts blood pressure dropped. An angiogram revealed an extravasation in the pt's external iliac artery. The physician stated the extravasation was from the removal the gore sheath. The physician tried to reline the iliac artery with an iliac extender component however; he was unable to successfully stop the bleeding. The pt was converted to an open procedure to try to treat the extravasation. During the open procedure, the pt died on the table. It was reported that the pt lost a large amount of blood (amount of blood lost is unk).

Manufacturer narrative:
Per the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: leaking: pending rupture or ruptured aneurysms. Adverse events that may occur and / or require intervention include, but are not limited to: bleeding and death. Per the gore dry seal sheath instructions for use, adverse events that may occur and/ or require intervention include, but are not limited to: blood loss, bleeding, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And death. Please note the lot and device number for the gore dry seal sheath is not available. A review of the manufacturing paperwork could not be verified due to the lot number not being available for review.